Event description:
Carol from modern medical called stating the plastic part of the seat base is cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.